Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed via a merlin.net transmission. All electrical parameters were within range. It was noted that the noise could be due to possible emi. Programming adjustments were made. The patient condition was good and will be followed again.